Event description:
Distributor reported product had a broken ceramic tip and was being returned for warranty replacement to customer. There were no details explaining how or when the resectoscope sheath tip broke.